Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open vasectomy procedure, silk ties broke when using them. Surgeon used another suture to complete the case. There was no patient injury.